Manufacturer narrative:
(B)(6) . All available patient information was included. No additional information was provided. Rcr # 3016438761-10/06/21-003-c. Further investigation determined this event was impacted by an issue identified in architect software versions 9.41 or earlier. A product correction letter was issued on 29sep2021 to all architect customer¿s notifying them of the issues in architect software versions 9.41 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to architect software version 9.45 or 9.5.

Event description:
The customer reported (B)(6) architect (B)(6) results on two patients were generated on the architect i2000sr. The results provided were: (B)(6). On (B)(6) the customer also observed many error codes 1005 [result cannot be calculated, final rlu read is outside the specification of the lowest calibrator}. Upon review, the customer found that on (B)(6) the testing was performed with expired trigger solution. The customer replaced the solution and retested the samples on (B)(6) . There was no reported impact to patient management.

Event description:
The customer reported false nonreactive architect hbsag results on two patients were generated on the architect i2000sr. The results provided were: on (B)(6) 2020 (B)(6)= 0.07s/co (<1.00s/co = nonreactive) / retested on (B)(6) = 1567.99s/co (>/=1.00s/co = reactive) and again on (B)(6) = 1612s/co; on (B)(6) 2020 (B)(4) = 0.06s/co / retest on (B)(6) = 5038.26s/co / on (B)(6) = 5236 s/co. On (B)(6) the customer also observed many error codes 1005 [result cannot be calculated, final rlu read is outside the specification of the lowest calibrator}. Upon review, the customer found that on (B)(6) the testing was performed with expired trigger solution. The customer replaced the solution and retested the samples on (B)(6) . There was no reported impact to patient management.

Manufacturer narrative:
Patient identifier::multiple= (B)(6) . All available patient information was included. No additional information was provided. Rcr # 3016438761-10/06/21-003-c. Further investigation determined this event was impacted by an issue identified in architect software versions 9.41 or earlier. A product correction letter was issued on (B)(6) 2021 to all architect customer¿s notifying them of the issues in architect software versions 9.41 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to architect software version 9.45 or 9.5.